Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9007783. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Three (3) photos of a 0.5ml bd insulin syringe were provided. Customer reported hub separation. The provided photos were examined, and it was observed that the syringe exhibited a needle hub/shield assembly separated from the barrel tip; no damage to the barrel tip was observed in the provided photos. Manufacturing ((B)(4)) will be notified of the observed issues. A review of the device history record was completed for batch# 9007783. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(6). "On 05oct2020, (B)(4) received photo complaint, material #326668, lot#9007783. A visual evaluation of photo found (1) syringes with no needle assembly attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) has been opened to address this issue." (B)(4).

Event description:
It was reported that the syringe 0.5ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: this is a report about hub separation from a patient. The needle with the orange shied was separated from the barrel.